Manufacturer narrative:
The exam from the reported incident was reviewed by medtronic engineering. The pointmerge registration showed the sphere of accuracy could have been improved by storing and matching additional points on the posterior side of the head where the area of interest was. The registration displayed no points near the area of interest and out of the 4 points used in the registration, 2 points were right next to each other behind the ear. With the information provided, it is unknown if the patient's movement during surgery could have resulted in inaccuracy. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that during a cranial tumor resection that the surgeon was approximately 1cm off during navigation. He was accurate after registration and confirmed this by touching landmarks. They went sterile and he was initially accurate while navigating. Approximately 2 hours into the case, the craniotomy was completed and tumor resection was in progress when surgeon claimed a 1cm inaccuracy. The patient was in the prone position and was reported by anesthesia rep to have significantly "bucked" from the anesthesia after going sterile. The surgeon claims the head frame pins and the frame did not move when the patient "bucked". Patient was getting an interop MRI to confirm resection. The surgeon did not want to stealth merge the new MRI with the old one to check accuracy. He also did not want to try to re-register. Tumor resection was completed with the use of the microscope and navigation was discontinued. No negative impact to the patient was reported.

Manufacturer narrative:
The software investigation has not been completed.